Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On may 18, 2022, was initially reported to gynesonics that a sonata treatment was performed on (B)(6) 2022, patient came back to the hospital on an unknown date needing antibiotic treatment. Additional information received on june 2, 2022, indicating that patient's culture for ureaplasma which is not a clinical infection as originally reported.